Manufacturer narrative:
Internal file number - (B)(4). The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. It should be noted that the hi-torque guide wires, instructions for use (IFU), states: if resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. In this case, the reported IFU violation pulled against resistance does not appear to have caused or contributed to the reported separation or difficulty to remove as it is likely that the guide wire was damaged during prior to final retraction. A review of the lot history record, corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed since the lot number was not reported. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the reported information, it is likely that manipulation during use caused the guide wire to kink resulting in the reported difficulty to remove during retraction. Additional manipulation and/or inadvertent mishandling ultimately resulted in the reported wire separation while in the wire lumen. There is no indication of a product quality issue with respect to design, manufacture or labeling.

Manufacturer narrative:
Patient codes: 2199 labeled na device codes: 1562 labeled 1528 labeled 2017 labeled internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the procedure was performed to treat a lesion in the circumflex coronary artery. The balance middlewight (bmw) universal ii guide wire was advanced with no resistance, and a 1.5x10mm non-abbott balloon dilatation catheter (bdc) was used for pre-dilatation. Then, a 3.75x15mm trek bdc was used, followed by the same non-abbott bdc. During removal of the non-abbott bdc, resistance was felt, and after pulling, the guide wire separated. The bdc was removed through the guiding catheter, and the separated portion was in the rx lumen. Another bmw was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.